Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies, in case of emergency.

Event description:
Customer called to report a pod that he felt was not delivering insulin. Customer was hospitalized for four days and pod was thrown out at hospital. Bg ranged from 300 to 900 with dka. Pod was discarded at the hospital so, no return is possible.